Manufacturer narrative:
Concomitant medical products: product ID 37612, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 37085-60, serial# (B)(4), product type: extension. Please see also mfg. Report no. 3007566237-2016-01405, as it is unclear which extension is at issue. Updated manufacturer information based on receipt of device serial number. Previously reported information under mfg. Report. No. 3007566237-2016-00947, and future information will be reported under this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had a return of symptoms and they lost therapy. Impedances were checked and they were found to be high. A revision was done. During the revision, the hcp found the extension was broken in the implantable neurostimulator (ins) at the connection between the ins and extension. The ins and extension were explanted. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Supplemental MDR submitted to update section.

Manufacturer narrative:
Device evaluation: analysis of extension (B)(4) found no significant anomalies. It was noted the extension had been cut-through and segmented. Please see manufacturer report #3007566237-2016-01405 for information regarding the other extension from this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.